Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the login issue. A technical support specialist (tss) contacted the customer and advised clearing the browser cache. Then, the customer was able to access health sight viewer successfully. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the user experienced an hsv login issue. Each time the user attempted to log in, an error message was displayed, preventing successful access. There were no delay or adverse events or injuries reported based on this event.